Event description:
Additional information received reported that the cause of the event was unknown. Other than the previous answer the healthcare professional (hcp) wrote n/a next to every field/question on the questionnaire.

Event description:
It was reported that a patient fell last wednesday ((B)(6) 2014) and again on friday ((B)(6) 2014). It was stated that the patient could not remember things. It was reported that the patient¿s ¿lower extremities from his waist down were shaking and he was falling¿ and that the healthcare professionals (hcp) want to do an MRI. It was stated that the patient used a walker, but every time his right leg started shaking he fell. It was reported that the patient had been in the hospital since (B)(6) 2014 and ¿they took some fluid from his spine¿. It was noted that the caller asked if that was ok.

Manufacturer narrative:
Product ID 37754, serial# (B)(4); product type recharger product ID 37746, serial# (B)(4); product type programmer, patient product ID 3776-60, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 3776-60, serial# (B)(4), implanted: 2012 (B)(6); product type lead. (B)(4).